Event description:
Procedure: right hemicolectomy. According to the reporter: after the 3rd firing, (side-side anastomosis), the black return knob was returned, but the jaws would not open. The jaws were forced open and re-anastomosis was done. Since the pt used heparin, there was more bleeding than normal surgery. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).